Event description:
It was reported to philips that the patient images were not getting stored on the system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing cardiac cath diagnosis procedure was performed when the issue happened. The procedure was completed by moving the patient to another room at the time of event. The philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log file, fse shows that the ippc was defective. To resolve the issue, fse replaced ippc and drives, loaded software and recreated image database and return the part for further analysis and it found that the failed component hdd bay. After replacing the ippc and drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.